Event description:
This patient with arterial venous malformation (avm) in the mid cerebral anatomy was undergoing embolization. Bernstein liquid coil was used to reduce the flow followed by a mixture of 70:30 ethiodol to nbca glue. The nbca glue failed to polymerizeglue. 30 minutes later the patient began voimiting. The CT scan revealed bleeding and the patient was sent to surgery as followup. The patient had previous embolization of this avm. Reportedly, the physician used one kit which contains two nbca tubes and one ethiodol ampule for two separate patients.